Event description:
A medtronic representative reported that while setting up prior to a surgery, it was noted that a vertek arm was not tightening down fully. The vertek arm moves at the bottom joint after being tightened. There was no patient present when this was identified.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the vertek arm is well worn with nicks and scratches evident on all surfaces. When tested per(B)(4) the arm failed at step 2.2f. The arm should hold at 14 lbs, but failed at 11.7 lbs. The reported failure has been confirmed. The mechanical failure directly caused the event.